Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was noted on stored episodes for the right ventricular (rv) lead that occurred four months ago. The rv lead remains in use. No patient complications have been reported as a result of this event.